Event description:
During routine service, a trilogy evo device, an error message indicating a large pressure drop between the monitor and outlet pressure sensors. No patient harm was reported. Evaluation identified contamination in the main air path, affecting airflow measurement. The blower, filters, sensors, tubing, and couplers were replaced to address the malfunction. The device passed all final tests and was returned to use. The evaluation is complete.